Manufacturer narrative:
Additional initial reporters - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred while connected to a cs300 intra-aortic balloon pump (iabp). The customer was able to successfully change over to the inner lumen for alternate arterial access, however, the monitor showed the waveform and numbers were unreliable. They were able to aspirate blood from the lumen successfully. Based on these findings, it was suggested to get another chest x-ray to assess catheter tip position. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).